Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low, out of range, high voltage lead impedance was observed. The lead was capped and replaced without complications. The same issue was seen with the new lead but was resolved when the device was replaced. The patient was doing well after the event.